Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely and confirmed the issue. The system logs were read. Troubleshooting determined that the suite pc was turning on but the led indicator for drive 1 was not lighting up. On moving the hard drive to another bay no change was observed. The suite pc was replaced, and license was provided for resolving the issue. After this replacement, the system was returned to use in good condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the azurion device would not boot up. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.